Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system camera cart shut down without prompt from user when exiting the stealthviz application software. The camera cart is supposed to revert to the login screen of the system rather than shut down when performing this task. The representative reported that the camera cart was displayed as disconnected on the main navigation system. The representative then performed a hard restart with both carts individually to restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Additional information: the serial number of the camera cart used was (B)(4). Correction: unique device identification (UDI) and device manufacture date updated to proper value.